Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip cover accessory was analyzed, and the complaint was not confirmed by failure analysis. Customer reported complaint of a loose insulation sleeve. Instrument passed all functional tests (recognition, engagement, motion, and tip operation). Tip cover was secure and properly fitted with no defects. No product issue identified. Additionally, tip cover showed tears 0.627"" from the proximal end, measuring 0.030""¿0.063"" in length, not axially aligned, with no signs of thermal damage (no charring or melting). The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the tip cover slipped down the instrument exposing the orange surface. The tip did not fell into the patient.

Event description:
Refer to h11 for follow-up information.